Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tf toric optic silicone single piece lens. Haptic tore during insertion into the eye. Lens was removed with no patient injury. Incision was not enlarged and no sutures needed. Another same model and size lens was implanted.